Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when the patient was at a store a cart was pushed up against them and it hurt a little bit but they didn't think much of it. The patient stated it didn't rupture the skin or anything and really wasn't painful but 3 hours after they felt stimulation in the labia. The patient stated they felt it intermittently but the therapy still seemed to be helping them and working well. The patient was redirected to their healthcare provider to make sure damage did not occur. The patient mentioned they were very happy with the therapy so far. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were unsure what the cause of the intermittent stim in the labia was, and that the action they took to resolve the issue was turning unit off and then on and recycling itself. No further complications were reported.